Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. The device was returned to regional repair center for inspection. And the reportable malfunction was not confirmed. Based on the results of the investigation, and since the device malfunction was not confirmed, during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the subject device had very bad picture. The issue was found, during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
Correction is being made to previously submitted g3 (related to emdr-10052) - date received by manufacturer, which was not late. The submitted date of 6/20/2024 should have been 6/10/2024.

Event description:
It was reported, the subject device had very bad picture. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2 (health professional): blank e3 (occupation): no information provided the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the subject device had very bad picture. The issue was found during preparation for an unspecified procedure. There were no reports of patient harm.